Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer faced difficulties removing the pump case, and technical support emailed instructions and a video, but it did not resolve the issue. Technical support contacted clinical services and planned to email the customer's trainer for further assistance.